Event description:
The reporter stated the surgeon attempted to insert a collamer aspheric three piece lens, but the haptic bent while the lens was advancing in the cartridge. There was no pt contact.